Manufacturer narrative:
No product has been returned for evaluation as no product malfunction alleged. No xrays or culture results provided.

Event description:
A patient underwent a surgical procedure on (B)(6) 2019. As per reporter post-operatively, it was determined the patient had a wound dehiscence.